Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that at a patient¿s implant ((B)(6) 2011) ¿they put the catheter in too high¿ and within 6 weeks they did a revision. The patient has been ¿ok¿ since the revision. The pump was used to infuse morphine (unknown). Follow up was being conducted but additional information was not available at the time of this report. If additional information is received, a follow up report will be sent.